Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient wanted an MRI and had an old lead implanted. It was reported lead had a red contact and high impedances; it was reported lead migrated. It was reported the device was replaced and would not be returned.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3777-60 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2010; product ID 3777-60 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the cause of the lead migration/high impedances was to lower the leads and replace the battery. They stated that the issue was resolved. Patient weighed 146 lbs.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2010 product type lead product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2010 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.